Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that 42 mg/dl was the sensor glucose reading of the customer and not the blood glucose level.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 400 mg/dl. Customer stated that blood glucose went up high as 400mg/dl and low as 42 mg/dl but when checking blood glucose was 86 mg/dl. Customer was treated for low blood glucose with 5 gum drops and high with bolus. Customer declined to troubleshoot for high and low blood glucose value. Customer was on the auto mode during highs and lows blood glucose value. The device will not be returned for analysis.